Event description:
The reporter contacted animas on (B)(6) 2012 alleging that on occasion the patient has seen drops of insulin coming out of the tubing during the load step. The patient indicated that the prime volumes are smaller than expected. This report is being made based on the alleged load step malfunction.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Recall # 2531779-03/24/2010-003-r.

Manufacturer narrative:
(B)(4): a review of the pump history showed no evidence of loss of cartridge detection. During testing the pump load step correctly detected the cartridge. Evaluation revealed a that the force sensor assembly was physically damaged.